Event description:
It was reported that during a procedure, there was no energy output and the fiber junction heated up. The fiber got damaged, and the treatment was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
With all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Also, it was informed that the patient was not under sedation, prior to cancelling the procedure. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a flexible ureteral endoscopic surgery procedure, there was no energy output, and the fiber junction heated up. Also, the fiber got damaged. Additionally, it was informed that the treatment was not started, and the patient was not under sedation prior to cancelling the procedure. There were no patient complications.